Event description:
It was reported the customer was hospitalized for low blood glucose. Date of hospitalization was (B)(6) 2015. Blood glucose at the time of admission was 38 mg/dl. Customer was able to treat their blood glucose with food. The paramedics also treated the customer with an IV of glucose. Customer also believed their low blood glucose was from being too active. The customer also stated they did not expose their insulin pump to a high magnetic field. Customer was advised to monitor their insulin pump. No additional information provided.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.